Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is due to damage on charged coupled device unit. The definitive root cause is traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, noisy image was observed. The service repair technician indicated that the most likely cause of the finding was due to damage on charged coupled device unit. There was no patient involvement.